Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose of 22 mmol/l. This blood glucose excursion does not meet animas¿ criteria of a reportable adverse event. The reporter alleged that the pump experienced loss of prime 3 or more times. This complaint is being reported because the alleged malfunction was not resolved after troubleshooting efforts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 submitted: 1/5/2016. Review of the complaint records shows that animas customer technical support determined the loss of prime issue was the result of a training/misuse issue. Therefore, there is not a valid loss of prime malfunction to report. No malfunction of the pump is alleged.